Event description:
The customer reported that they received loss of a live video during fluoro. No pt injury was reported.

Manufacturer narrative:
The ge svc rep repaired the lemo connector assembly. A system tests was performed and the rep was unable to duplicate the malfunction.